Event description:
The customer reported the system would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and flashed memory nodes, reloaded system software, loaded calibration files, formatted cine drive, and tightened loose electrical connections inside hospital grade plug of workstation. The system operates as intended.